Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4)

Event description:
An optometrist reported issues with lasik corneal flap thickness. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicated no patient intervention was required for the reported event.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The system history shows that the laser was verified successfully prior to the date of treatment. Logfile review showed the inclined offset was set from 54 to 42 during a previous service onsite visit requested by the customer, which adjusted the flaps about 10¿m thinner. The inclined offset was reset to 50 during a different service onsite visit. The definite root cause for the reported events could not be identified conclusively, because no treatment data was available to determine the exact point of time of the adverse events in the log files. Overall log file review did not provide any indication that a device malfunction caused the thin flaps. The events might have occurred during a period where the inclined offset was set from 54m to 42m and that the trend to thin flaps disappeared after resetting the inclined offset. It is unclear if a borderline z-offset calibration of the laser due to measurement errors by the service technician is a probable root cause. However, no treatment date and no flap settings used are available for further evaluation. Potential contributing factors to the thin flap may be too much fluid on the eye and acute tissue reaction like swelling or shrinking due to interaction with laser radiation. The manufacturer internal reference number is: (B)(4).